Manufacturer narrative:
The system was examined and the reported event was replicated. The lamps exceed its life-span and was subsequently replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 5, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamps which exceeded their rated life. However, no problem was found with the lamps as they functioned to their expected rated life. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A materials manager reported that prior to a procedure both the table top (tt) and auxiliary illuminators did not work. There was no patient involvement. The case was completed using an alternate system.